Event description:
It was reported that the physician was attempting to treat a lesion in the lcx. The proximal to mid lcx had severe stenosis and the distal of the lcx was occluded. During the surgery, the lesion was pre-dilated. An attempt was made to position the stent, however the device failed to cross the middle of the lcx. The physician removed the device and found the stent was damaged. The physician dilated the lesion with a balloon alone and stopped the procedure. Evaluation summary the stent was positioned between the marker bands as per specifications. The 7th distal stent segment was raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (occlusion and stenosis), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (occlusion and stenosis). (B)(4).